Event description:
A report was received that the patient was experiencing pain at the clik anchor site due to the anchor being superficial. The patient will undergo a revision procedure wherein the anchor will be buried deeper.

Event description:
A report was received that the patient was experiencing pain at the clik anchor site due to the anchor being superficial. The patient will undergo a revision procedure wherein the anchor will be buried deeper.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket was relocated. The physician did not open the midline incision site. The clik anchor was not buried deeper.